Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the controller (B)(6) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual inspection and functional testing. An internal visual inspection of the controller did not reveal any anomalies. Log file analysis revealed three (3) controller fault alarms on (B)(6) 2024 at 01:25:12, 04:32:44, and 04:34:55, as well as three (3) event exceptions logged since 14/jun/2024 indicating an issue with the internal battery. Log file analysis also revealed internal battery voltage values slightly below nominal values. As a result, the reported event was confirmed. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis also revealed ten (10) low flow alarms were logged since on (B)(6) 2024. A vad disconnect alarm was logged on (B)(6) 2024 at 13:46:01, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. The low flow and vad disconnect alarms are additional findings, not related to the reported event. Based on the available information, the device may have caused or contributed to the observed low flow event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on an investigation conducted under CAPA pr00592731, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed one (1) controller fault alarm on (B)(6) 2024 at 01:25:12 as well as three (3) event exceptions logged since (B)(6) 2024 indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. As a result, the reported controller fault alarm event was confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was removed from service.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient's controller exhibited a controller fault alarm due to internal battery depletion. The controller fault alarm was permanently silenced. The controller remains in use. No patient complications have been reported as a result of this event.